Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was 570 mg/dl. Customer was treated with insulin drip. Customer was not using auto mode. Customer was alleging insulin pump for under delivering because customer changed set and reservoir and still blood glucose level was not going down. The reservoir will not and insulin pump will be returned for analysis.